Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the top cover, on the pump door, and on the safety clamp. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. There was no damage found on the exterior of the cycler. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. No fluid leaks in the test cassette during the treatment. The cycler underwent system air leak test, catch-post hipot test, patient hipot test, current leakage test, valve actuation test, patient sensor calibration test, load cell verification testing, mushroom head checks, temp test, heater calibration test, voltage calibration check, and heater safety test and passed without issue. All heater and electric tests performed - no evidence of smoke or fire encountered. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump. The cause of the observed dried fluid could not be determined. No evidence of physical or thermal damage on the cycler¿s internal components encountered during the internal inspection. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a power cord that caught fire. The patient contact reported flames that came from the power cord connection to the wall outlet. The patient does not feel comfortable continuing use of the cycler due to the fire. The patient contact was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed that the power cord was charred. The patient contact stated that there was minimal smoke but primarily flames from end of power cord to power surge suppressor which was plugged into the wall outlet. The patient contact had an electrician confirm that there was no issue found with the outlet itself. The patient contact stated that the damage was noticed during setup prior to treatment. The patient contact stated the power cord was missing the ground plug, however there were no other damaged components associated with the damaged power cord. The patient contact stated that the cycler and power surge suppressor have been replaced and the patient is continuing on the new cycler without reoccurrence of the reported event. The patient contact confirmed a patient was not connected to the machine at the time of the incident and there was no harm to the patient or patient contacts because of this malfunction. Additionally, the patient contact confirmed that the complaint device is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a power cord that caught fire. The patient contact reported flames that came from the power cord connection to the wall outlet. The patient does not feel comfortable continuing use of the cycler due to the fire. The patient contact was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed that the power cord was charred. The patient contact stated that there was minimal smoke but primarily flames from end of power cord to power surge suppressor which was plugged into the wall outlet. The patient contact had an electrician confirm that there was no issue found with the outlet itself. The patient contact stated that the damage was noticed during setup prior to treatment. The patient contact stated the power cord was missing the ground plug, however there were no other damaged components associated with the damaged power cord. The patient contact stated that the cycler and power surge suppressor have been replaced and the patient is continuing on the new cycler without reoccurrence of the reported event. The patient contact confirmed a patient was not connected to the machine at the time of the incident and there was no harm to the patient or patient contacts because of this malfunction. Additionally, the patient contact confirmed that the complaint device is available to be returned to the manufacturer for physical evaluation.